Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty opening or closing the foot and difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported foot separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, force was used in the attempt to remove the device. It should be noted that the electronic perclose proglide instructions for use (IFU), states: excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, the force applied was circumstantial in attempts to remove the device and did not directly contribute to the reported difficulties. Based on the returned device condition, it is likely that the suture was caught in foot along with interaction with the patient calcification contributed to the difficulty closing the foot and difficulty removing the device. Subsequent manipulation to remove the device further contributed to the foot separation. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
H6: medical device problem code 2017 excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The three additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with four proglide devices using the pre-close technique via a 5f sheath prior to a balloon angioplasty interventional procedure. The first three proglide devices failed to finish step 3 [failed to withdraw plunger]. For the fourth proglide device, there was resistance opening and closing the foot and the device became stuck in the anatomy. The device was forcefully removed and the foot was separated into two pieces. It was confirmed that both pieces were removed from the anatomy and nothing remained in the patient. It was confirmed that no vessel damage occurred. Reportedly, a nick and spread was performed to continue the procedure and the sheath was upsized to a large bore sheath. The balloon angioplasty procedure was completed. Hemostasis was achieved with manual compression and a patch. Additionally, two proglide devices were successfully used in the left common femoral artery without issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.